Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of hi mg/dl on their blood glucose meter and administered insulin based on that reading. He subsequently experienced a hypoglycemic event requiring medical intervention. The consumer no longer has the test strips involved in the july event. The blood glucose meter in question will be returned for eval.